Event description:
During the procedure, a left lateral accessory pathway a transseptal puncture was performed. Initially, an abbott sl2 sheath was inserted and a brk needle was placed in the patient's right atrium. Due to the patient's height and anatomy the brk needle was removed and replaced with a baylis rf needle. This was used successfully for a puncture. When the needle and introducer were removed the introducer was flushed and a plastic shavings were seen. This was retained as well as the introducer. The procedure was completed with no complications. The patient was stable before during and after the procedure.

Manufacturer narrative:
One 8f fast-cath introducer dilator was received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.